Event description:
During cutting of the cornea during refractive surgery with lasik, a button hole occurred. This incident resulted in a central corneal wound with a corneal ulcer leading to some degree of vision loss, and a prolonged treatment for wound healing. The patient was treated with a laser.

Manufacturer narrative:
The manufacturer was not notified of this incident at the time it occurred. Notification was received via another country's competent authority.